Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a basic evaluation trial patient with an external neurostimulator (ens) for urge incontinence and urgency frequency. The patient reported that they thought that they may have dislodged the wire. It was indicated that the patient was going to their healthcare professional (hcp) the day after report to have it checked out. No patient symptoms or further complications were reported or were expected.